Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy connector assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly and observed that the low voltage contact, pin 1 was damaged. The damaged pin caused the defibrillation therapy cable to not be detected.

Event description:
The customer contacted physio-control to perform preventative maintenance on their device. Upon evaluation of the device, physio-control observed that the device would intermittently not detect the defibrillation therapy cable. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.